Manufacturer narrative:
The delivery device has been returned to b+l and is currently under eval. Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that a trulign lens trailing haptic sheared off while implanting the lens incision was enlarged but no sutures were necessary. The lens was safely removed and replaced with a back up lens. This report pertains to the pt's right eye. Reference MDR 2031924-2014-00034 for the intraocular lens used during this event.